Event description:
It was reported during the event that the subject stent would not open during deployment. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the event that the subject stent would not open during deployment. The procedure was completed successfully with no clinical consequences to the patient. Update: additional information stated that ,there was a ¿bump¿ noted when introducing the subject stent into the microcatheter.¿

Manufacturer narrative:
B5 executive summary: updated- there was a ¿bump¿ noted when introducing the subject stent into the microcatheter. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject stent did not fully open distally when deployed and there was no issue noted during introduction. There was a ¿bump¿ noted when introducing the subject stent into the microcatheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.